Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Fax number unknown / not provided. Additional PMA/510(k) number ¿ k101880. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient presented with a loose implant crown and they noticed a fracture on the top of the implant at tooth location #14 after removing the crown. The implant was removed after surgical consult.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. An imp, tsv, 4.7, 10, mtx, mg (tsvtwb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood and a fracture at the collar. The reported event is confirmed. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when they left zimmer biomet. The DHR was requested, however an electronic copy is not available for review. The investigation will be reopened and updated upon fulfilment of this request. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. Complaint history review was performed for the reported lot number (62471437) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event and the complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/para-functional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was non-conforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information at the time of this report.